Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600mg/dl. The customer had symptoms such as nausea, dizziness and treated with syringe pens. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The product will be return for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. No moisture damage on keypads, motor, vibrator, battery tube, reservoir tube or electronic assembly during visual inspection.